Event description:
It was reported following an unidentified ablation procedure, it was noted the pt received a bilateral first degree burn. To date no further info regarding this event is available. This device had not been received for evaluation therefore, no failure analysis is available. A lot number for this device was not provided a device history search could not be performed. Co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. No malfunction of this device was reported. User technique may have contributed to this event. However, co is unable to determine the exact cause for this event.